Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states that the device has not helped with her symptom control at all since implant. Caller states that she has tried to increase stim, but when she increases the stim becomes uncomfortable and she gets back pain. Caller states that sometime the back pain is so bad she turns the device off for a period of time. Caller states that she also feels stim closer to her rectum and not her vagina and is worried the device was placed incorrectly since she needs the device for bladder control. Caller states that she doesn¿t want to talk to her doctor about the issue. On the call, the caller successfully changed from p1 at 0.7v to p2 at 1.0v and is comfortable. Caller states that she still feels stim closer to her rectum, but states that she will try this setting for a period of time to see if it improves her symptom control. No further complications were reported or are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient hadn't gotten a 50% reduction in their symptoms since they were implanted and their symptoms had gotten worse. They got up about three times at night and didn't get any rest. When they laid on their back at night their back would hurt across from where the stimulator was. It was noted they turned the stimulation off but it still hurt.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. And the patient called back reporting she is still having trouble with her interstim system and met with a tech at her doctor's office about a month ago . At that time they changed the program and they have been trying different programs but is still having problems. Pt states she has always contended that this thing was not in the right place because she feels stim sensation to the side of her vagina. P at agent reviewed expectations regarding stimulation sensation in the pelvic floor region. Pt also asked if stimulation could cause numbness down the inside of the leg, pain in the hip and buttocks, or constipation which she is having problems with. Ps reviewed risks of over-stimulation and adverse changes to bowel function. Pt states she turned it off theother day and it didn't make a difference and she still cant make it to the bathroom at night without wetting her pad and wondered which program she should be on. Ps reviewed theory and use of program. It was reviewed that if no programs are effective patient should follow up with managing hcp. No further complications were reported or are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating they had an appointment on (B)(6) 2020. When asked whether the cause of the lack of effect/feeling stimulation in the wrong determined, the patient replied it may have: some nights they can make it to the bathroom and some they cannot. Overall it was better. The rep explained patient should try different programs. Setting was placed on number 5 at 2.6 strength. It was explained that program one only interacts with one spot on the nerve, while program five interacts with 4 spots. Patient has a paralyzed feeling down there when they have to go and they can't stop it. Patient has a numb feeling on the insides of the legs too. It was recommended the patient drink less liquids, but if they do they experience dizziness and fainting spells. Even though the program has been changed the patient still feels it more to the right side of the vagina and back by the anus instead of the center. (B)(6) 2020 the patient clarified the paralyzed feeling/numbness had dissipated but she still had incontinence. Patient was working with rep and hcp to further adjust the programming.no further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that their appointment had been cancelled due to the coronavirus and would be rescheduled, but they didn't know when. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Patient has an appointment on (B)(6) 2020.